Event description:
Coiling treatment of an aneurysm. During delivery, it was reported that the coil detached inside the catheter. The physician was able to push the coil into the aneurysm with the pusher assembly. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.